Event description:
Per the clinic, the patient experienced an infection around the implant site. Subsequently, the patient underwent a surgical procedure on (B)(6) 2014 to clean out the site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.